Event description:
The customer reported no image on the monitors during fluoro. This issue would prevent the live image from being viewed, thereby making the system unusable. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.